Manufacturer narrative:
This is an initial report. The customer's meter has been requested for investigation. A follow up report will be submitted if the meter is received. Customers and retailers have been informed.

Event description:
A customer reported that their freestyle flash blood glucose monitor showed an error 4 message displayed on the screen on the insertion of the test strip. The customer also reported seeing the low battery and booklet icons. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury, or mistreatment.